Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced due to eos (end of service). A catheter revision was also performed as there was a "concern patient was not receiving" medication because they had increased spasticity, despite an increase in medication dose. A dye study had been performed and was inconclusive. When the catheter was removed, a fracture to the catheter was noted. The medication the pump was infusing was lioresal. The patient recovered without sequelae.

Manufacturer narrative:
Catheter model: serial #: (B)(4). (B)(4). An 8709 40 degree pump connector and a segment of catheter were returned for analysis. Analysis of the same revealed a hole/tear and a broken catheter body was observed. The most distal end of the returned catheter was found to be jagged in appearance and when viewed in cross section was oval in shape. These two observations indicated the catheter was possibly compressed in this area and then eventually broke here. Also noted was a hole in the catheter close to the pump connector portion. The hole was under the strain relief shroud and corresponded to where the metal pin of the pump connector came to an end. Patency testing showed an occlusion, most likely was related to dried drug inside the catheter. The pump was not returned.